Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided assistance in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.